Event description:
Legal papers state pt alleges that in 8/01 pt received a right depuy hip and in 1993 pt received a left depuy hip. Both hips are alleged to have deteriorated prematurely requiring additional surgeries and replacement.